Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("uterus with embedded essure coils"), device expulsion ("uterus with embedded essure coils"), device dislocation ("malposition of essure device, migration of essure device/failure to occlude (close) fallopian tube"), genital haemorrhage ("abnormal bleeding (general)") and kidney infection ("kidney infection") in a 25-year-old female patient who had essure (batch no. 628056) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c and endometrial ablation (hydrthermal). She denies pain or bleeding with coitus. Concurrent conditions included menorrhagia (refractory) and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), back pain ("pain: back"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (vaginal hysterectomy), surgery (vaginal hysterectomy) and surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, device dislocation, genital haemorrhage, kidney infection, bladder disorder and urinary tract disorder outcome was unknown and the back pain was resolving. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered back pain, bladder disorder, device dislocation, genital haemorrhage, kidney infection and urinary tract disorder to be related to essure. The reporter commented: per medical record: insertion details: left fallopian tube three trailing coils. Right tubal ostium visualized and cannulated with essure, four trailing coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: free spill of contrast through the right tube on (B)(6) 2016, pathology report revealed uterus, hysterectomy: 111g uterus with embedded essure coils. Superficial adenomyosis. Disordered proliferative endometrium. In the midportion of the uterine cavity there is a deeply embedded portion of protruding essure coil. The essure coil is noted closer to the right side of the specimen, and upon sectioning, an additional essure coil is identified deeply embedded within the myometrium on the left aspect of the specimen. Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is incident. Reporter information was added. This case concerns 25 year old patient. Her demographic was updated. Her historical condition and concurrent condition was added. Lab data was added. Essure lot number was added. Essure insertion and removal date was added. Essure indication was added. Per medical record: event: uterus with embedded essure coils was added. Per plaintiff fact sheet following events: malposition of essure device, migration of essure device/failure to occlude (close) fallopian tube, abnormal bleeding (general), kidney infection, pain: back and bladder problems or changes were added. She was recovering from the event: back pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("uterus with embedded essure coils"), device expulsion ("uterus with embedded essure coils"), device dislocation ("malposition of essure device, migration of essure device/failure to occlude (close) fallopian tube"), genital haemorrhage ("abnormal bleeding (general)") and kidney infection ("kidney infection") in a 25-year-old female patient who had essure (batch no. 628056) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c and endometrial ablation (hydrthermal). She denies pain or bleeding with coitus. Concurrent conditions included menorrhagia (refractory) and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), back pain ("pain: back"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, device dislocation, genital haemorrhage, kidney infection, bladder disorder and urinary tract disorder outcome was unknown and the back pain was resolving. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered back pain, bladder disorder, device dislocation, genital haemorrhage, kidney infection and urinary tract disorder to be related to essure. The reporter commented: per medical record: insertion details: left fallopian tube three trailing coils. Right tubal ostium visualized and cannulated with essure, four trailing coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: free spill of contrast through the right tube on (B)(6) 2016, pathology report revealed uterus, hysterectomy: 111g uterus with embedded essure coils. Superficial adenomyosis. Disordered proliferative endometrium. In the midportion of the uterine cavity there is a deeply embedded portion of protruding essure coil. The essure coil is noted closer to the right side of the specimen, and upon sectioning, an additional essure coil is identified deeply embedded within the myometrium on the left aspect of the specimen. Quality-safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('uterus with embedded essure coils'), device expulsion ('uterus with embedded essure coils'), device dislocation ('malposition of essure device, migration of essure device/failure to occlude (close) fallopian tube'), genital haemorrhage ('abnormal bleeding (general)') and kidney infection ('kidney infection') in a 25-year-old female patient who had essure (batch no. 628056) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2009, d & c and endometrial ablation (hydrthermal). She denies pain or bleeding with coitus on (B)(6) 2016, pathology report revealed uterus, hysterectomy: 111g uterus with embedded essure coils. Superficial adenomyosis. Disordered proliferative endometrium. In the midportion of the uterine cavity there is a deeply embedded portion of protruding essure coil. The essure coil is noted closer to the right side of the specimen, and upon sectioning, an additional essure coil is identified deeply embedded within the myometrium on the left aspect of the specimen. Concurrent conditions included menorrhagia (refractory) and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), back pain ("pain: back"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, device dislocation, genital haemorrhage, bladder disorder and urinary tract disorder outcome was unknown, the kidney infection had resolved and the back pain was resolving. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered back pain, bladder disorder, device dislocation, genital haemorrhage, kidney infection and urinary tract disorder to be related to essure. The reporter commented: per medical record: insertion details: left fallopian tube three trailing coils. Right tubal ostium visualized and cannulated with essure, four trailing coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: free spill of contrast through the right tube. Only the left tube was occluded. Unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: quality safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received. Outcome of the event kidney infection were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted for contraception. In 2010, the patient had essure inserted. In (B)(6) 2016, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.